Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy. Noise was observed. At interrogation, the device was found in reset due to output circuit damage. Lead damage was found at explant. Lead was capped and replaced.